Manufacturer narrative:
(B)(4). The complaint neopuff infant resuscitator was recently received at our fisher & paykel healthcare regional office in (B)(4). We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the manometer of a rd900 neopuff infant resuscitator was out of specification. Service was requested for the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the manometer of the complaint neopuff infant resuscitator was returned to fisher & paykel healthcare in new zealand for investigation and was tested. Results: visual inspection of the manometer showed no physical damage, however, when tested, the manometer was confirmed to be out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We also note that the complaint device is more than 11 years old. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A hospital in france reported that the manometer of a rd900 neopuff infant resuscitator was out of specification. Service was requested for the device. There was no patient involvement.